Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis found the pump had a miscellaneous low battery reset that had an undetermined cause.

Event description:
It was reported that a patient was scheduled for a pump replacement due to upcoming eri (elective replacement indicator), and the explant was described as ¿prophylactic¿ to avoid battery depletion. The patient and her caregivers felt that she was experiencing a decrease in efficacy despite being over 1,000mcg/day. A dye study was attempted prior to the surgery date but the catheter could not be aspirated so dye was not injected. A CT (computed tomography) study showed the catheter did not appear to be broken. During the replacement procedure, the healthcare professional (hcp) accessed the cap (catheter access port) and was easily able to draw back csf (cerebrospinal fluid). The catheter in the spine incision looked normal. An intraoperative dye study showed that the catheter was confirmed to be in the intrathecal space. The hcp determined that it was working correctly and connected the catheter to the new pump. The reason for the decrease in efficacy was unknown and ¿everything appeared to be functioning properly.¿ the patient was alive with no injury and recovered without sequela. The pump was used to infuse baclofen (lioresal). Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.